Event description:
Invalid result (s). Test did not produce a result. Questioned user about how they performed the test procedure, but could not identify any user error.

Manufacturer narrative:
Final product manufacturing and qc records were reviewed for cov1110071. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retention samples from cov1110071 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.